Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing symptoms of underdose including spasms and fever after having a routine scheduled pump replacement on (B)(6) 2011, because the "eri date required replacement". There were no symptoms prior to the replacement. Baclofen was used in both the old and new pump. On (B)(6) 2011, it was reported that the catheter was not totally/firmly connected to the new pump so patient was not getting any drug. The pump dose was increased to 850mcg with no response. A catheter revision was done (B)(6) 2011 and the dose was decreased back down to 650.8 mcg/day at a concentration of 2,000 mcg/ml, the same dose the patient had been using in the old pump. The catheter was reprimed and an additional 100mcg bolus was given.